Event description:
(B)(6) 2024 - a patient received an injection of artz dispo for osteoarthritis. (B)(6) 2024 - the patient had septic arthritis and was admitted to another hospital. The patient underwent surgery. (B)(6) 2024 - the outcome of septic arthritis was unknown. (B)(6) 2024 - the lot numbers that were injected to each patient were not identified, but the clinic's inventory of artz dispo (8 lots; 5l3y17, 5l3x23, 4l3j14, 5l3h21, 5l3j22, 5l3c22, 4l3g31, 5l3h02, 186 syringes) was requested to be replaced.

Manufacturer narrative:
We are investigating the sterility test. This case was reported from a physician. The reporter refused to cooperate with investigations completely and we didn't have any other clues. The lot numbers that were injected to each patient were not identified, but the clinic's inventory of artz dispo (8 lots; 5l3y17, 5l3x23, 4l3j14, 5l3h21, 5l3j22, 5l3c22, 4l3g31, 5l3h02, 186 syringes) was requested to be replaced. The products whose lot number is identical to the one being replaced are distributed in japan only. According to the physician, some cases of septic arthritis on artz dispo were recently reported in this hospital, even though the physician has had only 2 cases in 25 years. The cause other than artz dispo was unknown. It was therefore this event was considered highly probably related to artz dispo. Company comment: according to the result of investigations, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for 8 lots. Manufacturer's causality assessment is determined as "not related".

Manufacturer narrative:
This is a definitive report. A report on the sterility test was received on (B)(6) 2024. According to the physician, some cases of septic arthritis on artz dispo were recently reported in this hospital, even though the physician has had only 2 cases in 25 years. The cause other than artz dispo was unknown. It was therefore this event was considered highly probably related to artz dispo. Company comment: according to the result of investigations, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for 8 lots. Also, the results of sterility test were negative for the returned 8 lots. Manufacturer's causality assessment is determined as "not related".